Event description:
It was reported to boston scientific corporation that a uphold implant was implanted into the patient on an unspecified date. Advantage implant was also implanted into the patient on an unspecified date. The patient experienced complications and further surgery device 1 of 2 surgical interventions: on an unspecified date the patient underwent further surgery regarding the uphold implant under general anesthesia for the following purpose: to remove pelvic mesh.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.